Manufacturer narrative:
Philips has investigated this complaint.it was reported that intermittent failure in the x-ray triggering system. The philips field service engineer (fse) checked the system onsite and could not confirm the reported malfunction and found there was no failure. No subsequent calls have been logged in philips for this device/issue, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. There was no reported patient or user harm.